Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by manufacturer, device manufacture date, event problem and evaluation codes: part #: 400.834s, lot #: 487p597, manufacturing site: (B)(4), release to warehouse date: 10, november 2021, expiry date: 01, november 2031 a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported that on (B)(6) 2022, during the surgery, when inserting the screw, the screw was broken and could not be removed. The broken screw could not fix the skull firmly, so it could only bite off the screw. A small part of the skull adhered together, and the plate had to be implanted at another position. This failure caused damage to the integrity of the skull. The patient was in good condition, the operation was successful, and there was no residue in the patient. There was no operation delay. This report involves one (1) ti low profile neuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).